Event description:
Reporting status: death. Reporting rationale: the patient expired due to slow flow following implantation of the stent. Device issue: none. It was reported that after deployment of the stent, there was slow flow in the artery and the patient died on the table. No additional event or patient information is available.